Event description:
It was reported that an attempt was made to perform cardioversion through the patient's device, but it was ineffective and resulted in fault code (fc) 1004 indicative of a short circuit condition detected during shock delivery. Boston scientific technical services (ts) confirmed that all daily measurements in the lat nxt for shock impedance were normal (approximately 45 ohms). It was suggested to do a system replacement. No adverse patient effects were reported. This device was successfully explanted and replaced.

Event description:
It was reported that an attempt was made to perform cardioversion through the patient's device, but it was ineffective and resulted in fault code (fc) 1004 indicative of a short circuit condition detected during shock delivery. Boston scientific technical services (ts) confirmed that all daily measurements in the lat nxt for shock impedance were normal (approximately 45 ohms). It was suggested to do a system replacement. No adverse patient effects were reported. This device was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have possibly prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported that an attempt was made to perform cardioversion through the patient's device, but it was ineffective and resulted in fault code (fc) 1004 indicative of a short circuit condition detected during shock delivery. Boston scientific technical services (ts) confirmed that all daily measurements in the lat nxt for shock impedance were normal (approximately 45 ohms). It was suggested to do a system replacement. No adverse patient effects were reported. This device remains in service.